Event description:
The pt tested blood glucose on the suspect device and it was 108 mg/dl. Pt was not feeling well. Pt went to hospital and a few minutes later blood glucose was taken and it was 36 mg/dl (lab). Pt was admitted into the hospital. No info on treatment. Pt is feeling much better now.